Event description:
Boston scientific received information from a non-boston scientific representative that this patient had high thresholds from 3.25v to 7v and increasing impedances from 990 ohms to 1750 ohms. Technical services discussed potential issue and troubleshooting. This was to be further discussed with the physician. No adverse patient effects were reported. Information suggest this lead remains in-service.

Manufacturer narrative:
Resolution has been requested from the boston scientific field representative who was not made aware of this issue and had no further details to provide. This investigation will be updated should further information be provided.